Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported from the patient that their generator was no longer functional. The generator was later replaced and has not been received to date. No other relevant information has been received to date.